Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a mildly tortuous mid lm lesion. No damage was noted to device packaging or issues noted removing the device from the hoop / tray. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was reported during advancement and no excessive force was used. It was reported that a dissection in the mid section was noted after stent implant. Another stent was used to cover the dissection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the procedural images capture the deployment of two stent in the left coronary vessel. Following expansion of the more proximal stent a dissection develops at the midpoint of the stent. Balloon inflation is performed to successfully treat the dissection. If information is provided in the future, a supplemental report will be issued.